Event description:
It was reported that the patient could not get to the right mode on the programmer to increase the voltage. The patient had started having the issue on the date of this report. The patient needed to increase the stimulation because his tremors had returned 3 days prior to the date of this report. The patient had used the programmer to increase stimulation and he felt a little shock, but it was not painful. The patient increased both side with the programmer. The patient was not feeling anything when he increased the right side. The patient normally felt it in his hand on the right side. The patient had not turned the programmer off when he had switched sides. The patient turned the programmer off and tried to make an adjustment to the right side. The patient saw the upper limit screen on the programmer when he had increased on the right side to 3.0 and was still not feeling stimulation at 3.0. The patient had seen poor communication on the programmer which was due to the patient moving the programmer from the implant. The patient was not using an antenna, he had not received one. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0r1xb, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).